Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ICD exhibited several episodes of non-sustained of oversensing due to far p waves sensing on the ventricular lead channel as well as competitor lead noise that ultimately ended up in inappropriate sock and atp being delivered. The ICD was reprogrammed. The patient was stable.